Event description:
It was reported to target that during a balloon embolization of bilateral cc fistulas, balloons were placed on both sides. Correct concentration of iso-molar contras was used, however, the balloons were slightly over inflated. The next day the pt was symptomatic again, the balloon on the left side had deflated completely. The pt was re-treated by embolization with gdc coils on the left side. Per a follow-up by a co rep with one of the attending physicians on 5/11/99, target was informed that no add'l complications resulted from the balloon deflation except prolonged hosp stay by one week. The pt had marked decrease in swelling, double vision and right eye fixed in vertical position still persist, but he had them for over a year and it will take time to correct them.